Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while the doctor was performing surgery, a scheduled fenestrated endovascular aortic repair, on patient. At 1331, doctor stated that the tip of the 5f bern catheter had broken off in the patient. The back portion of the catheter was removed. The broken catheter piece remained on the wire and did not move. Doctor was able to remove all of the broken pieces using a 10mm snare.